Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. The covidein customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.